Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 490 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as thirst and frequent urination. The customer was treated with insulin pump for high blood glucose values. The customer did not allege that the insulin pump was under delivering insulin. Troubleshooting was not performed for high blood glucose with insulin pump and insulin exited the tubing. The device is not expected to be returned for analysis.